Event description:
Reporter alleged obtaining a blood glucose result of about 900 mg/dl which is outside the reading range of 10-600 mg/dl of the advantage system. Reporter stated she could not remember the exact result, that her code number was 925, and it could have possibly been the code number. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.